Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit board (pcb). The pcb were returned for further investigation. The returned expiratory pressure transducer pcb has been tested on a ventilator and it failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. During ventilation it was triggering the breath little bit early, respiratory rate are higher than set. A microscopic investigation shows a subject inside the sensor's cavity that most likely is the root cause of the issue. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: # (B)(4).